Manufacturer narrative:
It was reported that the patient experienced three (3) controller fault alarms. Logs submitted to the manufacturer's representative confirmed the controller fault alarms and a controller exchange was recommended. The controller (con096175) was returned for evaluation. Investigation conducted by the manufacturer revealed that the controller passed visual and functional testing. However, the logs did show controller fault alarms likely due to a leaky diode on the automatic power switch circuit of the controller. This circuit in the controller has design mitigation that were considered and implemented in the event of circuit failure. These mitigations are functioning as intended to mitigate the risk: the controller continues to operate the pump, the controller alarms and the appropriate message of "call" is displayed. In addition there are labeling mitigations which require the patient to maintain a backup controller and batteries, which are provided, and be trained to perform a controller exchange if necessary. These mitigations have proven effective to date and have been no known injuries or significant issues associated with failure of the d5/d7 diode. Risk assessment concluded this is a moderate risk. Based on the internal risk mitigation of the alarm being effective and the controller continuing to function as required, no field action was required the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. It states to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The steps for exchange controllers are outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the perfusionist that the patient was at an outside facility and experienced three (3) controller fault alarms with a seven (7) minute period. Log files submitted to the manufacturer's representative confirmed controller fault alarms and a controller exchange was recommended. The controller was exchanged with no effect on the patient.